Event description:
There was a malfunction due to a low leakage pico-ampdiode in the preamplifier of the instrument that failed in the closed position which led to a third degree electrical burn. The burn was located where the electrode were placed.